Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) location of the perforation: bowel') and fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches,"), abdominal distension ("bloating"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the intestinal perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, weight increased, abdominal distension, alopecia, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, intestinal perforation, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : reporter added, patient demographic added, event injury nos is replaced with fallopian tube perforation. Case become valid. Events added- pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),mood swing , migraines, headaches, fallopian tube perforation, bloating, bowel perforation, hair loss , abdominal pain, back pain, joint pain, weight gain, device monitoring procedure not performed. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.